Manufacturer narrative:
The device history record was reviewed and showed that the product met all manufacturing specifications. Sample analysis showed the tapered tip of the 4.0 'y' adaptor was completely broken away from the 'y' adaptor, which was separated from the tubing, with the tapered tip still inserted into the proximal end of the 4.0 microcuff tubing. The root cause for breakage of this polymer molded component could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the monitor went on alarm constantly so they checked the tube and connection with the trach care. A piece of the trach care broke loose and got in to the micro cuff. Therefore they needed to replace the microcuff too." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).